Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms had been received. There was no known impact to the customer's blood glucose (bg) level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.